Event description:
It was reported the patient presented for an implant procedure. During procedure, after three locations were mapped, the physician noticed the right ventricular leadless pacemaker helix was extended. The device was replaced and the procedure was completed without further issue. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.